Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapeutic effect and was admitted to the hospital on the day of report with symptoms including vomiting, weakness, and shaking. She also felt like she was going to ¿crawl out of her skin¿. The reporter was asked to meet the patient at the hospital to help them reduce the dose from 1.1995mg/day to 0.8mg/day. This was to be done to extend the remaining drug, since the refill wasn¿t scheduled until the upcoming tuesday. When the pump was read, it was seen that the empty reservoir alarm had gone off. The logs showed that the low reservoir alarm occurred on (B)(6) and the empty reservoir alarm occurred on (B)(6). It was indicated that the patient had not heard the pump alarm, but was able to hear it during an alarm test. It was noted that the patient had a problem with her dvr and it was suggested that she might have attributed the noise to it. The reporter was unsure whether the patient had missed her refill, if there had been a scheduling issue, or why the pump was not refilled on time. She also was not sure if there was someone to refill the pump quickly; it was suggested that the patient try a home health agency, as the pain physicians in the area did not manage pumps. It was also stated that the patient¿s family was making negative comments about the pump and were questioning whether it was working and if it should be removed. The reporter planned on contacting the patient¿s managing physician to determine how he wanted to proceed. The device system was used to deliver dilaudid. The next day, it was reported that the pump had run out of medication because the physician¿s nurse scheduled the patient too late. Five days later, it was reported that the alarm was caused by the patient missing a refill. It was indicated that the patient had experienced withdrawal. As troubleshooting, the pump was refilled and reprogrammed. At the time of report, the patient was doing good.